Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. The suspected cause was due to having a correction factor that was set too high. Customer consumed carbohydrates to address bg. The customer¿s health care provider (hcp) recommended they update their pump settings to address the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.